Event description:
Outer packaging blister broken. The box was initially unopened including the shrink wrap. However, when the nurse opened the box she discovered the outer blister was broken. I will return the packaging with implant.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding packaging damage involving an mrs stem component was reported. The event was confirmed. Visual inspection of the returned packaging determined that the pack appears to have been dropped and/or compressed to the extent that the outer blister tray shattered. Device history review determined that the lot was manufactured and packed to specification. Complaint history review: there have been no similar events for the reported lot. Based on inspection of the pack it appears that the carton was most likely dropped at some point and also severely compressed.

Event description:
Outer packaging blister broken. The box was initially unopened including the shrink wrap. However when the nurse opened the box she discovered the outer blister was broken. I will return the packaging with implant.